Event description:
During left thoracoscopy, stapler was used once, then removed, reloaded, and reinserted into chest to reuse. Unable to open instrument on the second use. Removed from surgical field and sent to biomedical instrumentation for eval.